Event description:
It was reported that during a neuro surgical procedure, it was discovered that the motor device was ¿really loud¿. There were no delays to the planned surgical procedure as a spare drill device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information provided based upon the device evaluation: in addition to the loud noise, reliability engineering also found that the air pump stayed on and the motor ran at 48,000 rotations per minute (rpm¿s). It was determined that all of the observed issues were due to the worn out motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A functional assessment was performed on the unit which found that the device had loud noise. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.